Manufacturer narrative:
Review of the primary operative notes does not indicate root cause. Revision preoperative radiographs reportedly indicate osteolysis underneath the tibial tray. An indium labeled bone scan confirmed the tibial osteolysis. Revision operative notes indicate the tibial component was obviously loose upon removal. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Information on this report was previously submitted on manufacturing report #1822565-2013-01825.

Event description:
It is reported that the patient was revised due to pain and loosening.